Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited high out of range shock impedance, measuring between 125 and 150 ohms. Other parameters were stable. The plan is to continue monitoring this patient. No adverse patient effects were reported. This device remains in service.